Manufacturer narrative:
Concomitant medical product: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-apr-2022, UDI#: (B)(4). (B)(4) pertain to product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient complained of increased pain in their legs and back and feeling stimulation in their legs when they laid down or coughed. After looking at the patient¿s leads under fluoro, it was found that the right lead had migrated caudad by 4 lead segments and barely covered the t9-t10 junction; the left lead was still in place. It was noted that the event was related to the device or therapy and unlikely related to the implant procedure. Diagnostics performed included imaging. No actions/interventions were taken and the event was ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the lead migration was not determined, and it was verified that the right lead migrated. No further complications were reported/anticipated.